Event description:
It was reported that the camera head experienced no signal. The issue occurred during preparation for use for a ureteroscopy-stone procedure. There was no reports of patient harm, injury, or death.

Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. It was noted that there was no image due to a bad cable. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint was noted to be component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head experienced no signal. The issue occurred during preparation for use for a ureteroscopy-stone procedure. There were no reports of patient harm, injury, or death.